Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 290 mg/dl and based on the sensor scan, the customer self-treated with 6ui of insulin. The customer experienced symptoms described as ¿cotton legs¿ and sweating and a capillary result of 63 mg/dl was obtained on an unspecified device. The customer was treated with sugar, banana, pancake, and orange juice by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.